Event description:
It was reported that during preparation of examination, the user was trying to move ceiling suspension (cs) assembly. The cs assembly was hard to move resulting in shoulder pains and a possible muscle tear to the user. The user also states that they are unsure whether this injury was caused directly by the device. There was no impact to the patient.

Manufacturer narrative:
Reference ID: (B)(4). Philips field service engineer (fse) went onsite to inspect this issue. Upon arrival, the device was checked for all the movements. There were no movement issues of the ceiling suspension (cs) in the longitudinal and lateral identified. Upon viewing the device case history, it was recommended to replace the catch assembly and calibrate the detent plates (brake plates) used in the cs rails. When the parts arrived for replacement, it was observed that the catch assembly was completely covered and caked with layers of dust. Upon further investigation, it was confirmed that the air vent of the room was clogged with dust and blowing considerable amount of dust in the examination room. The air vents are usually on the ceiling of the room and the ceiling suspension is in its closest proximity. The excessive dust clogged the catch assembly affecting the movement of the ceiling suspension. Based on the information available and the testing conducted, the cause of the reported problem was a maintenance problem associated with the facility. The reported problem was confirmed by the customer. The catch assembly of the ceiling suspension was replaced, and the device was returned for clinical use.

Manufacturer narrative:
Reference ID: (B)(4). Philips field service engineer (fse) went onsite to inspect this issue. Upon arrival, the device was checked for all the movements. There were no movement issues of the ceiling suspension (cs) in the longitudinal and lateral identified. Upon viewing the device case history, it was recommended to replace the catch assembly and calibrate the detent plates (brake plates) used in the cs rails. When the parts arrived for replacement, it was observed that the catch assembly was completely covered and caked with layers of dust. Upon further investigation, it was confirmed that the air vent of the room was clogged with dust and blowing considerable amount of dust in the examination room. The air vents are usually on the ceiling of the room and the ceiling suspension is in its closest proximity. The excessive dust clogged the catch assembly affecting the movement of the ceiling suspension. The dust was cleaned from catch assembly. On the second visit which was within 24 hours of cleaning, the same parts were caked with dust. Upon observing this again, it was found that the hvac (heating, ventilation and air conditioning) system of the hospital was not cleaned and was blowing dust into philips system. The hospital's facility management was summoned and told that their hvac system needs cleaning and maintenance. The catch assembly of the ceiling suspension was replaced, and the device was returned for clinical use. The concluded root cause was a maintenance problem associated with the facility. The product malfunction happened due to user error as the unhygienic use and failure to clean hvac systems have led to dust accumulation in the cs assembly resulting in difficulty and application of more force to move the tube using the control handle. Based on health hazard evaluation determination (hhe-d) outcome, a health hazard evaluation (hhe) was initiated and please see below the outcome of hhe. Summary of health risk: while the severity of harm is higher than predicted, the risk is still acceptable. The probability of the occurrence of harm is reflected in the number of complaints identified. The complaint search from (B)(6) 2010 to (B)(6) 2025 revealed one complaint of injury that led to this hhe and supports the probability of harms in this risk assessment. The literature search report did not identify similar cases of shoulder injury when using the digitaldiagnost system. The benefits of the device with respect to its intended use continue to outweigh the potential risks associated with the device. The device may continue to be used and/or distributed.

Manufacturer narrative:
Reference ID: (B)(4). Still under investigation. A supplemental report shall be submitted along with complete investigation.

Event description:
It was reported that during preparation of examination, the user was trying to move ceiling suspension (cs) assembly. The cs assembly was hard to move resulting in shoulder pains and a possible muscle tear to the user. The user also states that they are unsure whether this injury was caused directly by the device. There was no impact to the patient.